Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that during an insertion of the meniscal root, threads were threaded in the anchor and then the surgeon started to impact the anchor in the hole already made with the awl. Then, the system was locked and the handle was removed of the anchor, when the doctor was checking the arthroscopic tension of these threads, it was evident that this did not generate the desired tension by the surgeon. The threads were released little by little, not achieving the objective of the surgery. The implant was fixed in the patient and it was not possible to remove it. The procedure was completed with a 4.5 mm cortical screw from another company. No significant delay or patient injury reported.